Event description:
It was reported that during a post stent dilatation procedure, a perforation occurred midway through the stent. The perforation was controlled with another MFR's balloon. The pt then experienced a drop in blood pressure, back pain and slow flow through the left anterior descending artery. The physician gave a bolus of reopro which dislodged the clot sealing the perforation and the vessel started to bleed into the pericardium. A surgeon was called and hand massage of the heart was attempted. The pt subsequently expired.